Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent dislodgement occurred. The target lesion was in an unspecified saphenous vein graft. The physician had selected a 4.0x32mm liberte bare metal stent (bms) and advanced it though a non-bsc al1 guide catheter. The physician was "having troubles" with the guide when the guide shot forward. When he pulled the guide back, the 4.0x32mm liberte' bms came off the balloon, migrated to the carotid artery and became stuck on plaque. The stent was able to be removed with a snare. There were no pt complications with the pt's current condition listed as "fine". The physician reported the liberte' bms was not at fault.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from the review, a supplemental medwatch will be filed.